Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® ultra plus. The patient was numbed with a mix of 1% epinephrine crème and 7% tetracaine/ 23% lidocaine crème. The injector had finished injecting the lips and ¿noticed a white patch in the right upper vermillion border and a bruise on the upper lip.¿ vascular occlusion was suspected. The patient was treated with hyalase. The event is ongoing.